Event description:
It was reported that, "the arthroplasty was revised due to acetabular loosening. The acetabular components and the femoral head were revised. The components were implanted in situ for 4.8y. The patient presented with a score of 4, three months prior to revision surgery and a maximum score of 7."

Manufacturer narrative:
Neither the device nor additional information is available from the research facility.